Manufacturer narrative:
A voluntary medwatch form 3500 was received (report # mw5072561). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had cracked. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.